Manufacturer narrative:
Additional narrative: (B)(4). (B)(6). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during an unspecified surgical procedure, it was observed that the blades on the battery oscillating device were not oscillating properly. It was reported that there was no delay in the procedure due to the event as an identical spare device was available for use. It was reported that the procedure was successfully completed. There was patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition that the device does not oscillate the blade properly was confirmed. An assessment was performed on the device which determined the unit would not oscillate properly. During repair it was observed that the oscillating-head was damaged (broken in half), there was an unknown liquid found inside the unit, and the o-rings were damaged. The assignable root cause of these conditions were determined to be component damage due to normal wear over time, and component damage caused by improper cleaning and maintenance, which is user error/misuse/abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.